Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The catheter tubing was observed to be flattened shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled and the catheter tubing returned condition. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) into the sheath, the balloon membrane became unfurled causing the customer to be unable to insert the iab. The iab was replaced with a new one and therapy was completed successfully. There was no patient harm or adverse event reported.

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) into the sheath, the balloon membrane became unfurled causing the customer to be unable to insert the iab. The iab was replaced with a new one and therapy was completed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab) into the sheath, the balloon membrane became unfurled causing the customer to be unable to insert the iab. The iab was replaced with a new one and therapy was completed successfully. There was no patient harm or adverse event reported.